Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 49 mg/dl while wearing the pod longer than 48 hours. The patient was at the airport buying a snack when they experienced a seizure. The paramedics gave her glucose but does not remember if it was im or IV then given ivf (intravenous fluids). The patient then was transported to the hospital which the pod was removed then treated the patient with ivf (intravenous fluids) and insulin by injection. The hospital also prescribed gvoke hypopen inject (0.2ml once under the skin as needed up to 4 times for hypoglycemia), celebrex (100mg capsules, take one cap by mouth 2 times a day as needed), novolog (for fast acting inject 7 units plus sliding scale), levemir (21 units under the skin at bedtime) and tujeo (300u/ml inject 21 units under the skin daily). The patient was released two days later.